Manufacturer narrative:
The system was serviced in the field. The generator would not power on when the system booted. The power supply voltage was at 4.70 vdc. The voltage was adjusted and the generator powered on. The failure was resolved. Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot#: unknown.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that there was a radiation lockout. The system had a radiation error. Reboots would sometimes resolve the issue. No patient was present. It was reported that the voltage of the power supply drifted out of tolerance. The generator status bar would not initialize due to the power supply not providing the correct voltage. This prevented the generator from powering on. ¿radiation lockout¿ was an incorrect term. X-rays were not able to be produced until the power supply was adjusted. The troubleshooting to resolve the issue took place at a later date, not at the time of the event.